Event description:
MRI done. Machine seems old, very noisy. Was told the machine is old and there are new machines which are twice the power of this thing. Requires 2 sets of earplugs and it's still too loud. Was told to stop moving or the result would be bad; I wasn't moving. This thing seems worn out. When I tried asking how old the MRI machine was people became very evasive. I still can't find out. Why does everyone act so strange when I discuss this machine. Very strange. I got my images on disc. Some of the images are so dark you can't see anything. Dr refuses to discuss the images. When asked if this was a good MRI, he refused to answer. Won't discuss the images. Won't answer anything. The software used to view these images is copyrighted 2004. The warning it displays refers to internet explorer 5.5 and 6.0. These date it to 2000 and 2001 respectively. I can't wait to see when the eol (end of life) was issued on this machine. Do the right thing and at least investigate it. Please. This machine should be retired when better is available. I'm no (B)(6) but I'm not stupid either. Something is wrong.